Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device deflated and came out after 2.5 hours. The device was checked before placement. No other adverse patient effects were reported.

Manufacturer narrative:
This product was made by our subcontractor which was informed about this issue. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing: - nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. - monitoring CAPA tw470775: "balloon bursting trending for folysil and silicone prostatic catheters¿. On july we received two sealed samples. Samples were inflated without issue observed. Sample was sent to our subcontractor for investigation. Subcontractor¿s investigation revealed: documentary investigation was performed and issues about balloon¿s raw material was known. Samples received were tested and no issue were observed. A similar case study was performed based on the same item number, same defect over the last four years, 15 similar cases were found. Rmf evaluation was performed based on criq250 risk identified 11500 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. A clinical assessment was also performed and conclude: such incident of spontaneous catheter withdrawal due to in situ balloon burst requiring two successive replacements of catheter (for unknown reason) is estimated severity parameter 3. More generally, such incident of in situ balloon burst represents clinical risks related to risk of invasive procedure (mucosal injury) and risk of urinary tract infection as mentioned by the complainant. Such incident may also expose the patients to free balloon fragments requiring cystoscopy to check the bladder and remove fragments (if needed). These risks are estimated severity parameter 3.

Event description:
According to the available information the balloon was inserted and inflated. The catheter was checked approximately 2.5 hours later and the catheter was found removed and balloon deflated. The catheter was removed and reinserted succeessfully.